Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. According to the doctor, probably occurred during catheter manipulation, which was difficult due to the specific anatomical characteristics of the atrium. Epicardial puncture (pericardiocentesis) performed to remove the blood and drugs administration to stop the blood flow.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent a paroxysmal atrial fibrillation cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. According to the doctor, probably occurred during catheter manipulation, which was difficult due to the specific anatomical characteristics of the atrium. Epicardial puncture (pericardiocentesis) performed to remove the blood and drugs administration to stop the blood flow. Device evaluation details: on 18-jan-2024, the device was returned to biosense webster (bwi) inc. For evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Physician's opinion the cause was the procedure and patient condition. Correct settings on devices and no error messages on equipment. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-dec-2023, additional information was received indicating the adverse event occurred during use of bwi products. The physician¿s opinion on the cause of the adverse event is that it was procedure and patient condition. The patient required extended hospitalization for observation/monitoring, as its part for their protocol in these kind of events. The patient was reported to be fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).